Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior repair procedure using an uphold vaginal support system, as a leg assembly was being thrown through the ligament, the needle detached from the suture. It is unknown if the needle fell loose inside the patient. The physician retrieved the detached needle and completed the procedure with another uphold vaginal support system with no complications to the patient, who is reportedly fine and is over 18 years of age.